Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels of 42 mg/dl and displayed as ¿low¿; however, a specific value was not provided. Cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.